Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occasions the customer had difficulty fitting the cartridge onto the pump. Customer had elevated blood glucose levels in the 400 mg/dl range. Customer delivered a bolus to address elevated bg levels. Reportedly, the customer was eventually able to get the cartridges loaded onto the pump.